Event description:
It was reported at interrogation of device, there were vt2 episodes retrieved. In some cases the atp was not efficient and accelerated the arrhythmias. High voltage therapy converted the rhythm. Due to device programming, and high hv lead impedance, the device took too long to deliver the required energy. Programming changes were recommended. The physician elected to not make any changes at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.